Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed low battery warnings and replace battery alarms. Evidence of short battery life and voltage drops were observed. Evidence of moisture was visible behind the display lens. The battery compartment was cracked; however, the returned battery cap was able to fully tighten on to the pump. Due to internal moisture contamination, the pump¿s current draws were out of specifications. The pump failed a leak test at the display lens. The pump cover was opened and evidence of moisture was found on the transceiver board. The transceiver board was disconnected and the pump¿s current draws returned to specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) /2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the battery life was shorter than expected. Low battery alarms were confirmed in the alarm history. Reportedly, multiple new batteries from different packs were used and the issue was not resolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.